Event description:
According to the report, two handpieces were used in the sample procedure. During use the handpieces sparked. This represents the second of the two handpieces.

Event description:
According to the report, two handpieces were used in the sample procedure. During use the handpieces sparked. This represents the second of the two handpieces.

Manufacturer narrative:
According to the report, two sologrip iii handpieces were used in the sample procedure. During use the handpieces sparked. A manufacturing records review was performed to determine if there were issues during manufacturing that could be attributed to the reported event. The batch record was complete, accurate, and fully approved for each lot. One discrepancy report was associated with the manufacture of the crystalflex subassembly for lot ta-03839. At the time of manufacture of this lot, the crystalflex bill of materials had been revised to incorporate the distal midsection required for the redesigned product. Lot ta-03839, however, was not being built to the redesigned specifications, so the previous midsection was needed. The final product met the specifications of the previous design of the handpiece, so there was no impact to the product distributed to the customer. Both of the handpieces were visually inspected for damage and then further inspected using the hene laser. Neither handpiece appeared to have any physical damage to the exterior of the handpiece. Handpiece ta-03839-72 was connected to the hene laser and while light energy emitted from the distal tip, it was very weak. Light energy could be seen emitting from the handpiece and the handpiece was opened for further evaluation. The multifilament fiber had partially broken and charring was present adjacent to this breakage. The fiber bundle was removed from the handpiece and bent; the partial breakage of the bundle was evident and light energy could be seen emitting from the area of the breakage. The observed damage for handpiece ta-03839-72 was most likely from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber at the proximal end of the handpiece. When the laser is pulsed it produces extreme heat which can result in breakage of the fiber bundle at points of strain.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.